Event description:
Reporter said essure implanted in her early this year and since then she has been " tearing inside out" abnormal blood clots, pelvic pain, abnormal bleeding."this stuff is tearing my body up". I want this stuff out of me". Have been bleeding for 8-9 months straight, can not even have sex with my husband without bleeding."this stuff needs to be out of the market." Had blood transfusions due to heavy bleeding and was admitted in the ICU.